Event description:
One endeavor drug-eluting stent was successfully implanted in the distal lcx. Percutaneous only balloon angioplasty was carried out in the mid lcx on the same day, due to restenosis after previous ptca. Pt was asymptomatic at 30 day, 6 month and 12 month follow up. A repeat ptca revascularization of the distal lcx was reported to have occurred approx. 5 months following index procedure. Indication for revascularization was positive stress test. Investigator has indicated that event was unrelated to the endeavor stent. It is reported that a mi occurred approx. 27 months following index procedure. ECG was made and a new q-wave noted. Location of infarction was non-determinable. The investigators assessment of the event is unknown. Relationship to endeavor stent is not following reported mi. Investigator has indicated that death was associated with a mi. Autopsy report is not available. It is not assessable if the event was related to the endeavor stent.

Manufacturer narrative:
Eval results: death, mi.